Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 330 mg/dl. Reportedly, customer changed the pump supplies to address the issue and resumed insulin delivery.